Event description:
A hole was discovered near the 2 piece male luer lock fitting that was allowing a backflow of blood. The set was connected to a labor and delivery patient for less than 5 minutes. There was no patient harm.

Manufacturer narrative:
(B)(4). Functional testing identified fluid leaking out the top of the distal luer end. The tubing engagement to the distal luer end was lightly pulled and it was observed that the luer broke and separated. Further visual inspection of the broken ends observed whitish stress markings on one side and when the broken ends were placed together, the stress markings matched. The luer break/separation was in an area enclosed by the top fixed luer collar. The cause for the leak was identified as due to a broken distal male luer. The root cause for the break was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction to initial reporter address.